Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: jl4 jr4; guide wire: cougar; other: pantera lux. Stent: unk rx vision. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the vision instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat restenosis of two vision stents placed in the left anterior descending artery in 2009. No predilatation was performed prior to the attempt to cross the lesion with the xience prime stent delivery system. During the attempt to cross the xience prime stent implant strut(s) caught in the calcification in the vessel, or the previously placed stent and dislodged from the balloon into the aorta. The dislodged stent implant was able to be retrieved to the level of the introducer sheath and a snare device was used to retrieve the stent. There were no patient effects reported. The procedure continued on with treatment of the lesion using three drug eluting balloons. The patient is reported to be doing fine. No additional information was provided.